Event description:
Over-sensing non-physiologic signal on atrial lead noted on stored egms resulting in false detection of at/af events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).